Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted successfully, however. The alarm"check iab" was generated. The doctor restarted the console and the alarm still persisted. The physician replaced the iab to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm, check iab event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted successfully, however. The alarm"check iab" was generated. The doctor restarted the console and the alarm still persisted. The physician replaced the iab to continue therapy. There was no reported injury to the patient.